Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, right bundle branch block (rbbb) was noted. Three days after implant, an electrocardiogram (ECG) showed first degree atrioventricular block and a 20 beat run of asymptomatic ventricular tachycardia. The controlled pacing was decreased, and the patient was symptomatic with a heart rate between 30-50 beats per minute. Six days after implant, a permanent pacemaker was implanted due to symptomatic bradycardia. No additional adverse patient effects were reported.